Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were sleeping and their fiancé tried to wake him up in the morning. It was indicated the cgm was reading 79mg/dl and the patient would not wake up, so his fiancé administered him with glucagon. The patient then woke up and at the time of contact, the patient was doing fine. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.